Event description:
It was reported that the fixation end was broken. The procedure was completed with another device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.